Event description:
The patient received a medpor 20mm sphere implant. Five days after surgery the patient went into the emergency room with mental status changes. A CT scan was peformed and showed air in the orbit around the implant. In the emergency room they were concerned with an anaerobic infection and removed the implant. A culture was performed and the results were negative. The patient returned to the original doctor one week later and the doctor replaced the implant with a 18mm sphere implant with no complication. The doctor stated that the patient is stable.